Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to low voltage (<2.59 v) recorded on (B)(4)-2011. Ramware version 8 installed on (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned and analysis of the device revealed normal battery depletion. Performance data collected from the device and have analyzed the data. Eri (elective replacement indicator) due to low voltage (<2.59 v) recorded on (B)(6) 2011. Ramware version 8 installed on (B)(6) 2011.

Event description:
Asku

Event description:
It was reported that there was early battery depletion and end of service (eos) indicator shortly after corrective fix software was installed into the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.